Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. According to the instructions for use (IFU), when changing a battery, users are instructed to grasp the cable of the fully charged battery near the connector, leaving the connector free to rotate. They are then to line up the solid white arrow on the connector with the white dot on the controller. Users are to gently push the cable into the controller. They are further instructed not to twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. Users are to always confirm that the battery cables are properly locked on the controller by gently pulling the cable near the controller power connector. They are cautioned to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. Per the IFU, users are instructed to return any damaged components to heartware. Any observed damage to the component would be mitigated by the exchange of this component for another one. Additional system component being reported for this event: (B)(4)- catalog- 1650 de , exp date- 2017-03-31, MFR date- 2016-03-31, return date-2017-04-04. (B)(4) - catalog- 1650de , exp date- 2017-02-28, MFR date- 2016-02-04; (B)(4), return date- 2017-04-04. (B)(4) - catalog- 1650de, exp date- 2017-03-31, MFR date- 2016-03-30; (B)(4), return date- 2017-04-04. (B)(4) - catalog- 1650de, exp date- 2017-09-30, MFR date- 2016-09-14; (B)(4), return date- 2017-04-04. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator, the patient was seen in the clinic and was noted to have two batteries with a plastic locking pin broken inside the battery connector and two batteries with exposed wires at the connector. In addition, the patient's controller had a broken pin on one of the power connectors. The patient stated in the clinic that he swapped out to his back up controller "a few weeks ago" but doesn't remember the specific date. Effect on patient: the controller was exchanged to controller (B)(4) and all batteries ((B)(4)) were  removed from use with no reported consequence or impact to the patient . The patient received five batteries in replacement ((B)(4)). The site states that the patient has a fifth battery that also has a small tear in the connector cable cord but will bring this in at next clinic visit. Serial number for this battery currently unknown. No further information was provided.

Manufacturer narrative:
Additional information received indicating that the fifth battery (bat320829) was shipped back. The site mentioned that the patient was wrapping the cord tightly around the battery which caused stress and breakage to the cord. Some of the patient's batteries were replaced in january and he was instructed to stop pulling cables tightly. The patient claims he stopped doing this but still had issues with damaged batteries in march. This patient has an exaggerated limp due to having one leg longer that the other. The sites best "guess" is that his uneven gait may be causing extra stress on the connections of his equipment. The batteries that had a broken locking peg did not have an audible click when connected to controller. The site also mentioned that they were unaware of any excessive force used when trying to connect batteries, any dropping of the controller and there were no pump stops or alarms noted. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the controller and two batteries had a broken pin and two batteries had the wires exposed. One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the device failed visual inspection due to a broken pin in power port 1 and bent pin in power port 2.  The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported broken and bent pin can be attributed to a forced connection. The manufacturer is investigating bent pins. In addition, both power ports of the controller were found loose; however, this is an additional observation not related to the reported event. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Failure analysis of the returned batteries revealed that three batteries ((B)(4) failed visual inspection due to a tear on the output cable. The damage that was observed did not affect the functionality of the devices. Based on the available information, the most likely root cause of the reported exposed wires can be attributed to wear of the output cable or to the handling of the device. No failure was detected in the other two batteries ((B)(4)). The reported event of controller with broken pin and batteries with wires exposed were confirmed during failure analysis; however, batteries with broken pin could not be confirmed. The most likely root cause of the reported broken pin can be attributed to a forced connection. The most likely root cause of the reported exposed wires can be attributed to wear of the output cable or to the handling of the device. Battery/(B)(4), UDI #: (B)(4), device evaluated by manufacturer? Yes. Labeled for single use?: no. Battery/(B)(4), device evaluated by manufacturer? Yes. Labeled for single use? : no. Battery/(B)(4), device evaluated by manufacturer? Yes. Labeled for single use? No. Battery/(B)(4), device evaluated by manufacturer? Yes. Labeled for single use? No. Battery/(B)(4), device evaluated by manufacturer? Yes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.